Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was returned for evaluation with catheter cut right before motor housing of pump, so no optical testing was able to be performed. No data logs are available for this pump. The root cause of the optical signal issue cannot be determined as the pump was cut and optical tests were unable to be conducted and there are no data logs available for this pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was noted to be lower than the arterial line pressure. Pump position was verified by echocardiography. Despite the signal issue, the impella continued to provide effective hemodynamic support, and its function was not affected.